Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 600cc mentor memorygel breast implants, suffered bilateral breast capsular contractures (baker grade iii-IV on the left and unknown on the right), post-procedure. The capsular contractures were diagnosed via physical examination. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. The replacement devices were the following: (left) 700cc mentor memorygel breast implant catalog: 3507004bc lot: 7408889 sn: (B)(4) and (right) 700cc mentor memorygel breast implant catalog: 3507004bc lot: 7581781 sn: (B)(4). This medwatch form is for the right breast prosthesis. Complications on the left breast has been reported under mrn: 1645337-2021-01779.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).